Event description:
A malfunction was reported where the pump battery would not charge, and the caller did not receive a power source alert. There was no reported adverse impact on the customer¿s blood glucose level. Technical support advised using a wall outlet for charging and recommended against using third-party cables or adapters. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.